Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental needle. The customer stated that the needle detached from the hub while administering the anesthetic and stuck in the mouth of the child. The patient did not move, when the doctor pulled the syringe out the needle remained in the patient. Patient requires surgery to have the needle removed.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.